Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot number: p4l0794) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot number: unknown) egiaushort, egiaushort endogia ultra univ sht stap, (lot number: p4j0950). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic segmentectomy, on the pulmonary parenchyma, the first handle was used for blood vessels and the bronchi; afterwards, it was attempted to use it between segments; after pressing the green button, an attempt was made to fire, but the grip was stiff and did not work. The device did not fire. The handle was changed, and the firing was performed again with the same reload that was connected to the first handle, but firing was not possible. The black cartridge was changed, and it was tried to fire again; there was no resistance at first, but it became possible to fire from midway, so it was formed until the midpoint between segments. It was possible to use a camel in the bronchi. For the black cartridge with the second handle, attempts were made to use the remaining segments, but it was not possible. A new stapler from a different company was used to resolve the issue. There was no patient injury.